Event description:
It was reported that insufficient roll off occurred. In (B)(6) 2024, the patient underwent a hepatic radio frequency ablation (rfa) procedure with an rf3000 generator and a 17g, 5cm x 15cm rf leveen needle. The lesion measured about 25mm. Ablation was performed with two heat-up times at 200w for 15 minutes without reaching roll-off. No patient complications were reported. Post rfa procedure, in (B)(6) 2024, magnetic resonance imaging (MRI) was performed, which concluded that the treatment had been successful even though the lesion had increased in size and no post-therapeutic scarring was visible.

Manufacturer narrative:
Date of event estimated using first day of procedure month: (B)(6) 2024.

Manufacturer narrative:
B3: date of event estimated using first day of procedure month: (B)(6) 2024. Device eval by manufacturer: the device was returned to the external manufacturer, stellartech. This was the first time the rf3000 radiofrequency generator had been returned for service. Visual inspection of all output connectors and inside the device was performed, but there was no problem found. A power and impedance calibration check was performed, and the unit passed. The reported issue could not be reproduced on the bench. Unit will be scrapped per the customer's request.

Event description:
It was reported that insufficient roll off occurred. In (B)(6) 2024, the patient underwent a hepatic radio frequency ablation (rfa) procedure with an rf3000 generator and a 17g, 5cm x 15cm rf leveen needle. The lesion measured about 25mm. Ablation was performed with two heat-up times at 200w for 15 minutes without reaching roll-off. No patient complications were reported. Post rfa procedure, in (B)(6) 2024, magnetic resonance imaging (MRI) was performed, which concluded that the treatment had been successful even though the lesion had increased in size and no post-therapeutic scarring was visible.